Event description:
It was reported the procedure was performed to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending coronary artery. The vessel was pre-dilated with a 2x15mm traveler balloon and the 2.5x48mm xience xpedition stent was deployed at 10 atmospheres (atm) and then post dilated with 2.5x15mm nc traveler balloon at 18 atm. After post-dilation a distal edge dissection was noted. A 2.5x15mm xience xpedition was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.